Event description:
The customer reported approximately 3 ml of clear fluid leaked from the blood sampling valve (bsv) of the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed a leak at the blood sampling valve (bsv) during the backwash cycle due to a loose bsv knob. The fse tightened the bsv knob to resolve the leak and verified the repair as per established procedures. Failure mode of the event is attributed to a loose bsv knob which needed to be tightened. (B)(4).